Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off during the night. During troubleshooting with tandem technical support, it was confirmed via the pump history that multiple low power alerts and a low power alarm were received but were not addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (450 mg/dl). The customer plugged the pump into a power source and was able to resume insulin delivery and delivery a bolus. The customer's blood glucose level was reported to be coming down and was at 230 mg/dl at the time of the call.